Manufacturer narrative:
Our product evaluation laboratory received one model d97120f5 with a 1.3 ml monoject syringe. The proximal circuit was found to be open. Cut down on the catheter body found the proximal lead wire was broken approximately 2 cm proximal of the distal tip. Insulation was not present on the lead wire at the location of damage. The distal electrode circuit was found to be continuous. The balloon inflated clear and concentric with 1.3 cc of air and remained inflated for 5 timed minutes without leakage. No visible damage or inconsistency was observed from the catheter body or the returned syringe. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a pacing issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that pre-tavi procedure, a swan-ganz temporary pacing wire was inserted to increase the heart rate during implantation of the aortic valve; however, it failed to pace when inserted. Another swan-ganz temporary pacing wire was used and the same issue occurred. Both catheters were reported to come from the same lot number. It was replaced by a different brand of temporary pacing wire. There were no known details regarding the patient and no allegation of patient injury.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Concomitant product MDR # 2015691-2019-03049 (swan-ganz catheter).